Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) deployed in the catheter during the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was noted to be deformed. The stent introducer sheath and stent delivery wire (sdw) were not returned. The functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of stent deployed prematurely during transfer was not confirmed during analysis of the returned device. The second reported event of the stent difficult/unable to transfer could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the device direction for use (dfu). There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when attempted to insert the stent into the microcatheter, resistance was encountered at the hub. When the introducer sheath was removed from the hub, it was found that the stent had been prematurely deployed in the hub. Although an attempt was made to remove the stent from the hub, it could not be retrieved. Therefore, both microcatheter and stent were replaced with the new ones, then the procedure was completed successfully'. The stent was returned for analysis in a deployed condition inside the proximal end of a returned microcatheter (under the secondary strain relief). This is not aligned with the event description which indicated that the stent had prematurely deployed inside the microcatheter hub. Upon removal from the microcatheter shaft it was noted that the stent was deformed towards the distal (open cell) end. The stent delivery wire (sdw) and the introducer sheath were both not returned for analysis. Given the event description, the replies in the good faith effort (gfe) follow-up process and the location and condition of the stent, it is likely that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by the proximal sheath movement. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent (and very often to the sdw as well). In attempting to remove the stent, it is further likely that excessive tracking reaction force caused the sdw to slip through the stent. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported event of the stent difficult/unable to transfer and to the analyzed damage of the stent deployed prematurely during use and stent deformed. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed has been assigned to the reported event of the stent deployed prematurely during transfer.